Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump failed and suddenly heard alarm and open book image on screen. The customer¿s blood glucose was unknown at the time of incident. Customer's family reported that the insulin pump was not responding anymore and just continuously alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm with constant tone during testing due to moisture damage on electronic assembly. No missing segments/partial display noted during testing. Device was received with faded serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.